Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: the display was dim with a red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim. This report is made based on results of investigation completed on 16-feb-2018.